Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no other complaints on this device. The pump was received on 1/24/2024 and the complaint was reopened on 2/21/2024. Due to the pump's initial complaint code of 2pow3: power issue - device powers self off, the pump's event log was pulled in order to highlight any potential abrupt power offs in the pump's history. The pump's event log was pulled and reviewed, highlighting lines of code with the phrase "log_event_on" without a line stating "log_event_off" before it, meaning that the pump powered off on it's own and needed to be turned back on, as seen below: "event 625: data: 5120 0 0 20 eventbytes: 14 00 00 00 00 00 00 14 event 626: data: 5120 171 256 192 eventbytes: 14 00 00 ab 01 00 00 c0 event 627: log_event_data time: 165:52:28 type: current_infusion_data data_log_end eventbytes: 0b 52 28 02 40 01 00 c8 event 628: log_event_run time: 165:52:28 rate: 30ml/hr reason: log_run_cause_prog_run eventbytes: 03 52 28 00 1e 00 01 9c event 629: log_event_on time: 165:165:165 software_version: 213 reason: log_on_cause_onoff eventbytes: 00 ff ff 00 d5 ff 2b fd event 630: log_event_message time: 165:18:25 invalid bolus key pressed: 3855 invalid other key pressed: 3855 eventbytes: 09 18 25 ff ff 00 80 c4 event 631: log_event_off time: 165:18:25 rmp: 54061 reason: log_off_cause_shut eventbytes: 01 18 25 00 d3 2d 2e 6c" these abrupt power offs can cause the pump's infusion parameters to be completely wiped, not remembering the state of the prior infusion. The pump's event log that was pulled will be attached to the complaint, see "(B)(6)". Reported issue found, device not performing to specification.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On 12/12/2023 a pump had an abrupt power off without warning. The infusion paramaters were lost, and the infusion could not continue. This led to a delay in therapy. Patient involved. No patient harm was reported. Requested device return.